Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer stated they cannot calibrate their sensor because their blood glucose was too high. The customer stated that they felt sick. The customer did not mention any form of treatment for their blood glucose levels. The customer was advised to change their infusion set. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.